Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the load process was performed, drops were not seen from the tubing during the fill tubing step. The customer stated that fill tubing had been performed with over 25 units. The customer reloaded the cartridge and the issue was reported to be resolved. There was no impact to the customer's blood glucose level.